Event description:
Philips received a complaint by the customer on the v60 (2.30) indicating a device malfunction as a1203 "low leak-co2 rebreathing risk" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from the patient without any incident. The customer called technical support to report that a 1203 "low leak-co2 rebreathing risk" alarm error occurred while the device was in use on a patient. No accessories, including third-party devices, were being used that may have contributed to the issue. The device was handed over to the biomedical engineer (bme), who ultimately could not duplicate the issue. This investigation is ongoing. Based on the information provided, the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly.